Event description:
It was reported that the intellivue patient monitor mx450 has no sound. The device was not in use on a patient at the time of the event, there was no patient involvement.

Manufacturer narrative:
E1 reporting institution address: (B)(6). Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Manufacturer narrative:
An analysis of the reported issue was conducted by remote service personnel in coordination with the customer. Based on the results of this evaluation, it was determined that the device experienced a malfunction. The investigation identified the most probable cause of the reported problem as a faulty loudspeaker assembly. To address the issue, a replacement loudspeaker assembly was ordered and shipped to the customer for installation. Based on the information available and results of additional analysis, no further action is necessary at this time.